Event description:
During operative procedure requiring laser use, it was noted that the laser fiber tip broke off into the patient¿s abdomen. Surgeon was able to locate the tip and retrieve it. No apparent patient harm. (B)(6).